Event description:
It was reported that there was a power on reset (por) due to a critical ram parity error observed on the remote monitoring transmission. The patient was brought back to the office to interrogate the device and reinstall software. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: other product: 5076, non defib lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.